Event description:
A hospital in (B)(6) reported via a distributor that an mr290v humidification chamber overflowed with distilled water. This event occurred before pt use. No pt consequence was reported.

Manufacturer narrative:
(B)(4). The mr290v vented autofeed humidification chamber is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report upon completion of the investigation.